Event description:
It was reported that during a surgery, the fiber broke and burned the finger of the surgeon. Reportedly, there was "no treatment needed and the burn was not event first degree. No pt injury was reported.

Manufacturer narrative:
The fiber was not kept by the customer and will not be returned to the MFR.